Event description:
It was reported that this pacemaker exhibited oversensing on the right atrial channel. Which led to inappropriate atrial tachycardia response (atr) episodes. Troubleshooting efforts were discussed and recommended. Reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.